Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue. No more information was available. No service report or log files has been provided and no parts have been returned for technical investigation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure.

Event description:
Manufacturer ref#:(B)(4).